Event description:
It was reported that the customer had a crack across the screen of her insulin pump as well as a crack at the reservoir chamber. The customer's blood glucose was 130 mg/dl. The customer did not know how the damage occurred. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, reservoir tube lip, case at reservoir tube window corner and there was no crack found at display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)